Manufacturer narrative:
The customer did not accept the quote for repair. No repair activity was performed by philips. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device has an intermittent white screen. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.